Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited as rvs lvs at about the same time as the as causing pacing inhibition in this pacemaker dependent patient.